Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that ca control was failing for bilirubin. The fse found that the worm gear on the syringe pump was not dosing properly. He lubricated the worm gear on the syringe pump to resolve the issue. The system was operational. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported failing ca controls for bilirubin on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated or reported out of the lab and there was no change or effect to patient treatment in connection to the event.